Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result from an aliquot was 4.69 miu/ml and was reported to the patient. The patient questioned the result as a previous result was 292 miu/ml. On (B)(6) 2016, the laboratory tested another aliquot from the same sample and the result was 3658 miu/ml. The patient was not adversely affected. The reagent lot number was 179825. The expiration date was requested but was not provided. A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. A possible cause might have been low sample volume in the secondary tubes used for the aliquots. Other general root causes include issues with sample quality and insufficient maintenance. Based on the provided qc data, no reagent issue was suspected. The analyzer performance data and alarm trace that were provided did not indicate any issue.